Manufacturer narrative:
Device was received with missing segments and a partial display due to cracked lcd glass. Device failed the self test due to display anomaly. Also cracked keypad overlay noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was unknown. The customer reported that they did not read the display. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.